Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Cotton mouth, throat closed and couldn't breathe after biotene use [hypoesthesia oral], cotton mouth, throat closed and couldn't breathe after biotene use [throat tightness], cotton mouth, throat closed and couldn't breathe after biotene use [dyspnoea]. Case description: on (B)(6) 2025 a spontaneous case was reported in united states of america by a consumer or other non-health professional via email. This post market solicited case, (B)(4), from united states on (B)(6) 2025, is a report for a 71 years -old elderly, male patient. The consumer received biotene (glycro+sbtl+xylt gel) of unknown dose for product used for unknown indication. Batch number and expiry date were unknown. On (B)(6) 2024, the patient started brukinsa 80 milligram bid, oral use for the indication of chronic lymphocytic leukaemia. The lot number for brukinsa was 2136292 and expiry date was 2027-06-30. The patient's relevant medical history, relevant concurrent conditions not provided. No relevant concomitant medications reported. On unknown date, patient reported emergency room visit due to cotton mouth, throat closed and couldn't breathe after biotene use (pt: hypoaesthesia oral, throat tightness, dyspnoea). At the time of the report, action taken with brukinsa was no change, action taken with biotene was unknown. At the time of this report, the outcome of hypoaesthesia oral, throat tightness, and dyspnoea were unknown. The reporter did not provide a statement of causality. The causality of events hypoaesthesia oral, throat tightness, dyspnoea were assessed as not reported/ not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The events of hypoaesthesia oral, throat tightness, dyspnoea was assessed as serious (medically significant). Permission to contact health care provider (hcp) has been denied. No further information is expected. Company comment: beigene assesses the hypoaesthesia oral, throat tightness, dyspnoea as not related to brukinsa, they were related to the use of biotene case product: biotene device MFR number.

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Cotton mouth, throat closed and couldn't breath after biotene use [hypoesthesia oral] , cotton mouth, throat closed and couldn't breath after biotene use [dyspnoea] , cotton mouth, throat closed and couldn't breath after biotene use [throat tightness]. Case description: on (B)(6) 2025 a spontaneous case was reported in united states of america by a consumer or other non-health professional via email. This post market solicited case, (B)(4), from united states on (B)(6) 2025, is a report for a 71 years -old elderly, male patient. The consumer received biotene (glycro+sbtl+xylt gel) of unknown dose for product used for unknown indication. Batch number and expiry date were unknown. On (B)(6) 2024, the patient started brukinsa 80 milligram bid, oral use for the indication of chronic lymphocytic leukaemia. The lot number for brukinsa was 2136292 and expiry date was 2027-06-30. The patient's relevant medical history, relevant concurrent conditions not provided. No relevant concomitant medications reported. On unknown date, patient reported emergency room visit due to cotton mouth, throat closed and couldn't breath after biotene use (pt: hypoaesthesia oral, throat tightness, dyspnoea). At the time of the report, action taken with brukinsa was no change, action taken with biotene was unknown. At the time of this report, the outcome of hypoaesthesia oral, throat tightness, and dyspnoea were unknown. The reporter did not provide a statement of causality. The causality of events hypoaesthesia oral, throat tightness, dyspnoea were assessed as not reported/ not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The events of hypoaesthesia oral, throat tightness, dyspnoea was assessed as serious (medically significant). Permission to contact health care provider (hcp) has been denied. No further information is expected. Company comment: beigene assesses the hypoaesthesia oral, throat tightness, dyspnoea as not related to brukinsa, they were related to the use of biotene case product: biotene device MFR number: 3012293198-2025-00319. Follow up information was received on 2025-08-27 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Investigation evaluation: since the investigation site is unknown - insufficient details and the product is no lot/ no product return, the issue is authorized and closed as inconclusive by USA loc quality without an investigation. The investigation reports concluded that, complaint stands inconclusive. The pqc number was reported as (B)(4).